Event description:
Pump was reported to have declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge, inspected and cleaned the pneumatic tap area, and confirmed the cartridge was securely attached to the pump. Following these actions, the customer successfully completed the load process and resumed insulin delivery.